Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a manufacturer representative regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that there was an interference message on the clinician programmer during a revision surgery and the manufacturer representative could not read the battery and poor telemetry. It was reviewed to try to turn off or dim the lights and if that wasn't possible, to try and face them away from the area. The manufacturer representative was going to go back into the operating room to try this.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative regarding a patient who was implanted with a neurostimulator for spinal pain. The representative stated that the issue was resolved with the programmer, the lights in the operating room were causing the interference issues.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.